Manufacturer narrative:
The affected tandem cocr shell/liner and cobalt chrome femoral head were not returned for evaluation. A clinical analysis noted that no relevant supporting clinical information and no report of the patient's current condition will be provided. Therefore based on insufficient information, no further clinical assessment can be performed at this time. As device details were not made available, device history record review cannot be completed. Without the return of the actual product involved, our investigation of this report is inconclusive. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
Revision surgery was performed due to migration. The product was replaced to competitor's cup.